Manufacturer narrative:
The soft cannula was found to be internally torn and leaking 0.18 inches from the nail head causing corrosion, insufficient batteries and data loss. Without the device data it cannot be confirmed whether the device alarmed or if the internally torn soft cannula contributed to the reported event.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pod had a hazard alarm.